Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, pillowing overlay, cracked overlay, overlay texture damage, missing display cover, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, broken belt clip rails and serial number label damage. Customer has returned pump due to a crack at the back of the pump. Cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, broken belt clip rails and serial number label damage confirmed during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.